Manufacturer narrative:
(B)(4). One sample of pediatric tracheostomy tube was received for evaluation. A visual inspection was performed, and it was observed that the flange connector had a fissure. The customer reported complaint was confirmed. However, this issue was considered as an isolated condition.

Event description:
It was reported by that, during patient use, a nurse observed that the tracheostomy neck flange was cracked. The device was pre-tested prior to use, and a replacement device was required. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).